Event description:
A center director reported a pt with light sensitivity in the right eye approximately 1 week post lasik. The pt is being treated by increasing the topical steroid dosage. Additional info received states that the pt is doing well and no further treatment is needed.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).